Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload fell out of the device and into the abdomen. The reload was retrieved without causing any issues. No other case information available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) 2012 the analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.